Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was performed. The date and time were correct. Ran a fixed prime and the device did not alarm. The customer removed the infusion set and the cannula was not bent. The customer stated that he had multiple no delivery alarms and the insulin pump gave him 60 units of insulin at one time while asleep. The customer woke up shaking. Advised the customer to discontinue use of the device and to revert to back up plan of manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.